Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler displayed an air detected in cassette message while the patient was in treatment. The contact stated she noted fluid leaking from the patient trigger. Upon follow up with the patient's nurse, it was reported that the patient received a new cycler and has been completing treatments with no issue. The patient experienced no adverse event or medical intervention related to the reported fluid leak. The patient's date of birth is (B)(6); dry weight is (B)(6).